Manufacturer narrative:
The biomedical engineer (biomed) reported that on (B)(6) 2026 at approximately 7:30am, the g9 monitor displayed a "host monitor software too old" error message. He stated that due to the error message, the vitals were not displayed on the g9 monitor and the patient expired. The vitals appeared on the bsm-1700, but when it was docked to the g9, they did not display. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: a2-a6, b6, b7. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the g9 monitor: bedside monitor (bsm): model#: bsm-1753a, serial#: (B)(6), device manufacturer data: 01/30/2014, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na.

Event description:
The biomedical engineer (biomed) reported that on (B)(6) 2026 at approximately 7:30am the g9 monitor displayed a "host monitor software too old" error message. He stated that due to the error message, the vitals were not displayed on the g9 monitor and the patient expired. The vitals appeared on the bsm-1700, but when it was docked to the g9, they did not display.